Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient cut the tube of the patient line extension to repair a leak between the patient line extension and the cassette. On an unreported date, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with unspecified antibiotics for ten days (route, medication, dosage, and frequency not reported) for the peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.